Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there is a disconnection in cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the disconnection in cable unit led to the reported malfunction. To prevent patient injury, the IFU states, ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the 4k camera head has "no image, the led on the camera is not lit". The problem was found during an unspecified event. There were no reports of patient harm.